Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed by visual inspection and functional testing. The cause was a damaged downstream occlusion (dso) seal. Replaced, dso seal, and performed dso/uso sensor calibration. The unit passes all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device downstream occlusion (dso) is lifting up. Occurred during testing. There was no patient involvement.